Event description:
During a total knee procedure, twist drills were used to retain cutting block while femoral was made. After cuts were made, twist drills were pulled using a pin puller. Upon post op x-ray, one twist drill was noted as broken in the femur. The bit was noted to be in posterior soft tissue and may migrate. A second surgery is being scheduled to remove the bit.